Event description:
Customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through removing the case and inspecting both the pump and cartridge for damage. The customer removed an o-ring and cleaned the area as instructed. The customer successfully installed a new cartridge and completed the loading process on the pump. They declined further assistance but acknowledged they would follow up if issues continued.